Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed and attributed to a software timeout. It was found that the device was not fully powered off, the device remained on until the battery depleted, which put the device in a timeout error state. The new battery that was installed cleared the idle state and the device powered back on and completed the self test as expected. The customer's battery was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.